Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had various motor errors and the screen was harder to read. The insulin pump also showed rainbow effect and discoloration on the screen. It was reported that the insulin pump also rejected new batteries, had random unexplained no delivery alarms, grinding noise when rewinding, and the backlight has lost brightness. Also, the plastic chips off when the reservoir was changed. The device will not be returned for analysis.